Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a supraventricular tachycardia ablation procedure, a display issue occurred which caused a delay. After mapping had been performed, a tactiflex se ablation catheter was inserted through an agilis sheath into the left atrium in navx mode. Electrode 2 was distorted, displaying far away from the rest of the catheter and no electrograms were seen on ablation 1-2 (only noise). All catheter connections were confirmed. A different se port was used but the same problem persisted. A hard reboot of ensite x amplifier was performed as well as exiting the study and re-entering and resuming the previous study. The initial tactiflex was replaced with a 2nd tactiflex catheter (with a different lot #) which did not resolve the issue. It was then decided to switch to a tacticath se ablation catheter and the same problem occurred. During this process, technical support was contacted and were waiting to switch cables (tactisys to ampere and amplifier to ampere), but the only extra cables were being used in another ep lab. However, after disconnecting/reconnecting the amplifier to ampere cable, the visualization of tacti cath became normal and electrograms were present.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported display issue and subsequent delay remains unknown.